Event description:
Reportedly, on 14-may-2024, the ventricular lead (vega r52 s/n : (B)(6) measurement was attempted with an analyzer. Since it did not sense at all, the psa cable was replaced and measurement was attempted again, but no measurement was possible. The analyzer chamber was changed from v to a, but the situation remained the same and no measurement was possible. When the chamber was changed back to v and pacing was performed, then pacing was performed, but impedance could not be measured. The lead was replaced with a new vega lead was implanted and no good electrical measurements were obtained.

Event description:
Reportedly, on 14-may-2024, the ventricular lead (vega r52 s/n : (B)(6)) measurement was attempted with an analyzer. Since it did not sense at all, the psa cable was replaced and measurement was attempted again, but no measurement was possible. The analyzer chamber was changed from v to a, but the situation remained the same and no measurement was possible. When the chamber was changed back to v and pacing was performed, then pacing was performed, but impedance could not be measured. The lead was replaced with a new vega lead was implanted and no good electrical measurements were obtained

Manufacturer narrative:
Summary of the investigation: device history report (DHR) analysis shows that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, or deviations that could result in the reported incident. It should be noted that the reported electrical issues may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. However, as the suspected lead was not returned (discarded in the hospital), the root cause of the reported issues observed during the implantation attempt could not be determined. No further investigation could be performed. This case will be retained and utilized for trending purposes. For more details, please refer to the attached final report analysis